Event description:
Manipulation under anesthesia was required for patient with a total knee implant due to scar formation that was limiting motion and causing pain.

Manufacturer narrative:
Manipulation under anesthesia was required for patient with a total knee implant due to scar formation that was limiting motion and causing pain. Review of the device history record indicates that the device was manufactured to specification.